Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a perforation of the balloon occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous "high lateral branch". The vessel diameter was approx 2.0mm. The physician attempted to pre-dilate the lesion with the maverick2 monorail 15 x 1.5mm ptca catheter. The maverick balloon was inflated to 8atms; however, the balloon was not able to inflate properly due to the lesion calcification. The physician then inflated the maverick to 12 atms; however, the balloon "perforated". The physician successfully completed the procedure by using two balloons of another MFR: a 1.3mm and a 2.0mm. No pt complications were reported and the pt's status was noted as "good".